Event description:
It was reported that during central processing, the instrument was found to have a broken tip and wire. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. Fa found the instrument to have a broken grip at the grip base. A piece approximately 0.21" x 0.71" was found to be broken off the yaw pulley. The broken piece was not returned. This failure is typically attributed to mishandling or misuse, such as excess force applied to the instrument jaws. Fa found the secondary failure of frayed grip cable at the distal end to be related to the customer reported complaint.